Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system had been failing to measure this right ventricular (rv) lead threshold due a to a low evoked response at the automatic threshold test. Technical services (ts) noted a high capture threshold and recommended retesting the threshold manually and setting a fixed output. Ts assisted with reprogramming the device to incorporate an appropriate safety margin. Isometric exercises were subsequently performed to rule out any loss of capture (loc) or artifact. Prior to reprogramming, ts had observed intermittent loc. The health care professional (hcp) then indicated that they will follow up with electrophysiology taking into account the battery longevity and acknowledging the safety margin precedence. No adverse patient effects were reported. This pacemaker remains in service.